Event description:
It was reported that the handpiece heated up at the beginning of a hand procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was found on the motor. Corrosion can cause increased friction between rotating components, generating heat.